Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, when the physician pulled the capio slim out of the patient, the bullet of the suture was missing. An x-ray was done and confirmed that the bullet was inside the patient. The procedure was completed with another capio slim and suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.